Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that p waves could not be viewed on the device. No intervention was performed. The patient was stable and there were no adverse consequences.

Event description:
Additional information was received indicating that the settings were changed on the programmer so that the p waves were visible and the event was resolved.